Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the channel was leaking and the objective and light guide lens were dirty.there was a tear inside the forceps passage channel. The bending section failed electrical continuity test and there was a cut at the charge coupled device shrink tube. The insertion tube had several heavy dents and the scope connector had corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii bronchovideoscope had white and black fuzzy image with incompatible scope errors. The issue was found during inspection for use. There were no reports harm associated with the event.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the biopsy channel had leakage during user handling and water invaded the device. It caused abnormality in image sensor unit and error message was temporarily displayed at the user facility. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿inspection of the endoscopic image perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ ¿when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. If the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage.¿ olympus will continue to monitor field performance for this device.